Event description:
The customer contacted beckman coulter inc, (bci) regarding erroneously low thyroid stimulating hormone (tsh) results below the normal reference range for two patients. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the samples and the results were within the normal reference range. The initial results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2010 to investigate the event. The fse verified mixer speed, the vacuum system, the aspirate and dispense system and alignments. Then the fse checked the ultrasonic voltages and made a slight adjustment. Also, the fse performed a high sensitivity system check which passed within instrument specifications. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause could not be determined for this event. This is 1 of 2 separate MDR reports related to 2 patient events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-04652, 2122870-2011-04654 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.